Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
The packaging on tru-cut needles is brittle and breaking down. Had to re-sterilize to use the needles. I switched out 22 eaches with good product. New product seems to have new packaging. Additional information received 5july2016; I thought (B)(6) told me they might have flashed sterilized in the or so they could use our needles.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. (B)(6) samples from lot# 0000503688 and from lot#0000673250 were received for evaluation. During visual inspection failure mode could be confirmed as samples shows brittleness condition. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot #0000503688 was manufactured on (B)(6) 2012. Lot # 0000673250 was manufactured on (B)(6) 2014. The most probable root cause could be related to material provided. Supplier for the affected material has been changed and new material was validated. Customer notified that it is not recommended to re-sterilize the needles. Needles where sterility has been compromised due to torn packaging, should be discarded.